Event description:
The reported event occurred while inserting a 27fr catheter. The surgeon did not have the elite vascular access kit and used available introducers and wire. While inserting the catheter, it was discovered the wire had coiled in the right atrium but had not perforated it. The right internal jugular vein was transected with the cannula. It was not repaired, but rather each end was tied off. The catheter and wire were removed. The patient was found to have had a central nervous system hemorrhage, with progression to brain death and was taken off ECMO. Before the patient could be declared brain dead they suffered a cardiac arrest from hypoxia. The patient was canulated on (B)(6) 2012 and decannulated on (B)(6) 2012 due to central nervous system hemorrhage. The patient expired on (B)(6) 2012. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The investigation is ongoing. A supplemental medwatch will be submitted when the investigation is completed. Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.